Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing separated and leaked from the drip chamber while connected to a patient. There was no harm.